Manufacturer narrative:
(B)(4). The customer's device is being evaluated and repaired by a local service agent. The device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device would not complete the boot-up cycle. The customer advised that the device would power off by itself immediately after finishing the initial power on self-test. There was no patient use associated with the reported event.

Manufacturer narrative:
The third party service agent replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to a failure of the single board computer (sbc) assembly.